Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle at the insertion section is slightly interrupted and weakened, image to display a green screen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen becomes noised was caused by component failure of the universal cable and for light guide bundle at the insertion section is slightly interrupted and weakened (selective) was caused by component failure of the light guide bundle, universal cord has malfunction, causing the image to display a green screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had noised screen. The issue was found during maintenance. There were no reports of patient involvement.